Event description:
The patient, implanted for spinal pain, reported that she had the device off but was still feeling stimulation in her lower back and between her shoulders. She had met with her healthcare provider (hcp) and manufacturer representative (rep). It was not uncomfortable. No trauma/falls were related but a store security gate was possibly related. She had turned her device off and was not feeling stimulation before going through a store security gate. She started feeling stimulation a couple hours after walking out of the store the same day even though it was off. This had occurred on (B)(6) 2016 she had 3 programs, 1 of which was on 0 volts. The others were at 8 volts and 10 volts. She was advised to turn all 3 to 0 volts and turn stimulation off and she was still feeling stimulation. She was redirected to her hcp to have the device checked and it was noted that she was scheduled to have the device removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.